Manufacturer narrative:
(B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the compact air drive device was blocked, jammed and was moving heavily. It was determined that there was excess oxidation on the rotor, bearings, sealing rings and inside the case, indicating the absence of correct cleaning and lubrication routine. It was observed that the motor was locked. It was further determined that the device failed pretest for check for noticeable untrue running, check for excessive noise, check starting behavior and check for air leak. It was noted in the service order that the device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.